Manufacturer narrative:
The cartridge instructions for use states: "replace the cartridge every 72 hours if using novolog" no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level up to 350 (mg/dl) for the past few days. The customer believed the pump was not working correctly. Boluses via the pump and an increased basal rate were used to address bg level. Reportedly, the customer changes the cartridge every 5 days using novolog insulin. Tandem technical support advised the customer against using cartridges past 72 hours in order to stay within cartridge labeling. A pump system check was performed and no device issue was identified. The customer declined to remove and inspect the infusion set site at the time of the report.